Event description:
It was reported that patient complained about on excruciating pain in right ankle, right thigh and left big toe. It was noted that patient had a possible nerve irritation during lead placement of infinion leads. The patient was hospitalized and was given dexamethasone. The patient was being discharged at the hospital and was reprogrammed successfully. Additional information received that patient have suffered a spinal subdural hematoma during his spinal cord stimulator (scs) implant. It was noted that the hematoma occurred in the lumbar region.

Event description:
It was reported that patient complained about on excruciating pain in right ankle, right thigh and left big toe. It was noted that patient had a possible nerve irritation during lead placement of infinion leads. The patient was hospitalized and was given dexamethasone. The patient was being discharged at the hospital and was reprogrammed successfully.